Event description:
Customer called to report the luer portion of the reservoir was ripped from the body of the reservoir while customer was sleeping. Troubleshooting was performed. Customer did not notice any abnormalities with the reservoir or the set prior to sleeping.